Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, bipolar disorder, tobacco poisoning, emesis, hypoxia and pneumonia. Concomitant products included cyclobenzaprine from (B)(6) 2016 to (B)(6) 2018, ibuprofen since (B)(6) 2018, loratadine since (B)(6) 2018, omeprazole since (B)(6) 2016, sertraline hydrochloride (zoloft) from (B)(6) 2016 to (B)(6) 2018 and sucralfate (carafate) since (B)(6) 2016. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy (full), bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test - hsg results were provided, however, it has been reported that essure confirmation test was not performed. Discrepancy noted in essure removal - patient underwent surgery for essure removal,however, the patient has stated that essure has not been removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received : new events - vaginal bleeding, menorrhagia, depression and mental anguish were added. Reporter and patient demographics were added. Medical history and concomitant drug added. Suspect drug indication was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.